Event description:
It was reported that during a sleeve gastrectomy/ bariatric surgery there was bleeding from the deformation of the staple line. Only one staple line from the stomach side has been formed with green reload which was the third reload with powered echelon during the case while two staple lines of the same side don¿t have complete formation , after this event the doctor opened endogia with tristaple purple reload to complete the procedure.

Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled, damaged drivers. Additional information was requested and the following was obtained: how much bleeding was observed? Please quantify the amount of blood loss. As they observed the malformation at once during the procedures , small amount of bleeding was as the doctor stitched the stomach and solve the issue immediately. Were any blood products required as a result of the bleeding? No they didn¿t use any blood. Did the device deliver a complete staple line and cut line with malformed staples or did the device deliver a full cut line with only a partial staple line? Only one staple line has been fired from the reload on the stomach side and the malformation was for the two other staple line on the same side . The analysis found that one ple60a device was returned in good visual condition and with an ecr60g loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.